Event description:
I had the essure implanted in 2007. "May" well 6 months later, I became very fatigued, pain all over. As the year go on I just have more and more wrong: chronic fatigue, chronic pain, fibromyalgia, headaches, blurred vision, dizzy spells, numbing and tingle in feet and hands, over it. It's taken great strain on my family resulting in almost two divorces because I complain non stop of hurting since diagnosed with fibromyalgia, and doctor checking to see if hashimoto's. I have insomnia, thyroid is worse, loss of hair, irritable extremely, stiffness, back and neck pain, dry eyes, mouth. I have been to many, many doctors, had CT-scans, blood work, sleep studies. I have been kicked out of doctors' offices, doctors refusing me. I get treated like a drug addict from doctor's and pharmacies, it cost us too of money. I have seen regular doctors, neurologist, rheumatologist, psychiatrist, psychologists, chiropractor. I have been on many, many different medicines.